Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 78mg/dl. Troubleshooting was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer had been using their current supplies for 4 days. Further troubleshooting was declined by the customer. Reportedly, an infusion site change was performed to address the occlusion alarm.